Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional narrative: a1, a2, a3, a4: device used in a veterinary case - no patient information will be reported. H3, h6: part: 03.114.007. Lot: u439204. Manufacturing site: werk selzach. Supplier: (B)(4). Release to warehouse date:01 february 2024. Expiration date: na. A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. The product was returned to depuy synthes for evaluation. Visual analysis of the device found the cutting edges stripped. The reported upon receipt device damaged cannot be confirmed with the evidence provided as the device was received out of the packaging. Additionally, due to observed condition on the edges, the device may have been used previously and a complete potential cause cannot be determined. A dimensional inspection was not performed since it was not applicable to the complaint condition. A functional test was unable to performed since it was not applicable to the complaint condition. The overall complaint was confirmed as the observed condition of drill bit ø1.1 l75/61 2flute would have contributed to the complained issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is required. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. The following source controlled drawings reflecting the current and manufactured revisions were reviewed: - ø1.1mm x 75mm drill bit mini quick couple.

Event description:
Veterinary complaint: it was reported that on (B)(6) 2026, the mini quick type 2-flute drill tip (diameter 1.1mm - length 75mm) was sold directly to a veterinary. Upon opening the package at the vet, the drill tip was warped and unusable.